Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the high pressure test was performed several times and the insulin pump failed the tests. The infusion set and reservoir were changed and the device still did not alarm no delivery. No further information was provided.